Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the stem was not packaged correctly. Upon review of photographs provided, the packaging is not sealed. No adverse consequences were reported. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, d4, g3, g6, h2, h3, h4, h6, h10 the event was confirmed with product returned and photographs received. Evaluation of the returned product/photographs provided confirmed there is debris inside the sterile packaging which is consistent with the appearance of porous coating. Both products exhibit a crease in the seal. Device history record was reviewed and no discrepancies relevant to the reported event were found. Black porous coating debris: the likely condition of the product when it left zimmer biomet was conforming to specification. The root cause of the reported event is likely to be due to transit damage causing the porous coating to shed from the implant. Crease in seal: the condition of the device when it left zimmer biomet is non-conforming to specification. The root cause of the reported event is the operator not following the work instructions provided. A corrective action was opened to further investigate the event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.